Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his three insulin pumps have been alarming with test failure@10:01am. The patient's blood glucose at the time of incident was 280 mg/dl. Troubleshooting was initiated and the customer confirmed that the insulin pump alarmed during normal use; the customer was only walking around. The customer also stated that a temp basal was not programmed before the alarm occurred. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.